Event description:
It was reported that during a laparoscopic ventral hernia procedure, the physician used more external palpation than he had been using, and pushed the introducer through the abdominal wall and into his hand. There was no consequence to the pt.